Manufacturer narrative:
Concomitant medical products: model: d334drg, ICD; implanted: (B)(6) 2013.

Event description:
It was reported that a patient lost to follow-up presented and the patients right ventricular (rv) lead exhibited high svc coil impedance. The svc coil was previously programmed "off" and is no longer programmed as part of the defibrillation vector. The caller was inquiring if "more portions of the lead will fail?" It was explained there was no definitive way of knowing if and when that could happen. The lead currently remains in use. No patient complications have been reported as a result of this event.